Manufacturer narrative:
In speaking with olympus technical assistance center (tac) to troubleshoot the issue, the customer reported that they tried a different cable to connect to the master monitor, and this remedied the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to failure of the serial digital interface. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic endoscopy. The procedure was completed with the same device without delay.